Event description:
It was reported the patient underwent total left and right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision procedure due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty in 1998 and a left total hip arthroplasty on an unknown date. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2015 due to pain. The modular head and liner were removed and replaced. There has been no reported left hip revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.